Event description:
It was reported via technical support that during a hemodialysis treatment on (B)(6) 2014 a patient experienced neck cramping and being very cold. The patient's treatment was discontinued and taken to the hospital for evaluation. The patient's sodium level was 167 and their body temperature was normal. Dialysate samples were taken off the machine and sent to the lab. The sodium bicarbonate on the machine was set to 33. The test results came back with sodium bicarbonate at 19. The sodium on the machine was set to was reported approximately 200cc. The patient was discharged from the hospital. The outcome of the event was resolved.

Manufacturer narrative:
The hemodialysis machine (plant investigation) is currently undergoing evaluation. Based on the information provided, it is unknown how the device may have caused or contributed to the reported event. A supplemental report will be submitted once the plant investigation and clinical investigations are complete.

Manufacturer narrative:
The machine was removed from the treatment room floor for eval. No parts were returned to the MFR. No parts were returned to the MFR for investigation and the failure mode cannot be confirmed. However, the machine was evaluated in the field. It was found the acid and bicarb tubing were reversed and the conductivity cell was calibrated to bypass alarms by clinic personnel. The clinic staff failed to test the conductivity with an external meter as outlined in the instructions for use, prior to the pt's treatment. Repair was declined by the user facility. The post market surveillance dept reviewed medical records and a clinical investigation was performed. The pt with end stage renal disease on hemodialysis developed headache and chills during hemodialysis and was found to have elevated sodium level in the hosp. The medical records state the hypernatremia began after dialysis began, which indicates the elevated sodium level was likely due to sodium overload. Clinically, the pt had no source of external water loss or renal water loss, given the pt had no diarrhea, excessive exercise or seizures. The device was found to have conductivity issue. The acid and bicarb tubing were found to be reversed and the alarm was bypassed by the facility personnel.

Event description:
Add'l f/u was obtained with the clinic manager (cm). According to the cm, she confirmed the pt began experiencing headache and chills approximately 30 minutes into her treatment. The treatment was terminated and the pt's blood was not returned. Estimated blood loss was 300 ml. The pt was hospitalized and subsequently discharged home.